Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that the battery charger will not charge either battery pack. She stated that all the cords are connected properly. She also stated that the green light on the ac adapter is illuminated. She stated that when either battery pack is placed in the charger, no lights light up. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the lights not lighting up on the charger was corroded battery contact terminals in the battery connector of the charger. The corrosion prevent proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. No adverse event resulted from the damaged charger. The patient received replacement charger.